Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was a loss or change of therapy. The patient was on program 1 about 2 weeks ago and the patient went to see the healthcare professional (hcp) and everything was working fine. The hcp changed to program 2 just to see how another program would work for the patient. The patient had been on a new program for a couple of weeks and everything had been fine until the last day or so when the patient had gone back to having leakage. It was noted that the device was for rectal control. They wanted to know if this occurred due to program change. They had made adjustments in her program. The patient had been doing some airplane flying and had been traveling and wanted to know if that could have any effect. The patient did turn implant off before going through airport security gate. The issue started in (B)(6) 2016, last saturday or sunday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.